Event description:
It was reported that occlusion alarms occurred. Despite these alarms, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.